Manufacturer narrative:
Upon further followup, the hcp confirmed that the patient is doing well. The patient does not want to provide additional information. The receiver is not available for the analysis. This is the final report.

Event description:
The hcp has reported that a patient came into the office with a receiver and a dome stuck in their ear. The hcp tried to remove the part from the patient's ear, but was unsuccessful. The patient went to the emergency room to get the part removed. The removal was successful and the patient was prescribed antibiotic to avoid possible infections. The manufacturer requested the device to be sent back for analysis.

Event description:
The hcp has reported that a patient came into the office with a receiver and a dome stuck in their ear. The hcp tried to remove the part from the patient's ear, but was unsuccessful. The patient went to the emergency room to get the part removed. The removal was successful and the patient was prescribed antibiotic to avoid possible infections. The manufacturer requested the device to be sent back for analysis. Upon further followup, the hcp confirmed that the patient is doing well. The patient does not want to provide additional information. The receiver is not available for the analysis. This is the final report.